Event description:
It was reported that the atrial output potentiometer on the external pulse generator did not work. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the encoder flex was out of specification. It was also noted that the main printed circuit board (pcb) was out of specification, the upper case was broken, the lower case was contaminated, the battery release was contaminated, the ring cover and two side bail covers were contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent and the battery drawer was contaminated. Further analysis was performed on the encoder flex and main pcb. This analysis confirmed the initial findings, there was a torn flex circuit on the encoder flex, and a capacitor component on the pcb caused the battery removal test failure. (B)(4).